Event description:
A doctor reported aseptic endophthalmitis following an intraocular lens (iol) implant procedure. The patient experienced blurred vision and complained of a "gritty" feeling in the eye. The patient was treated with an intravitreal injection. The next day, although the patient felt the vision had improved, anterior chamber turbidity was detected, as well as a hypopyon. The lens was explanted and a vitrectomy was then performed. Symptoms have recovered and the patient is currently off the treatment. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been two other similar complaints reported in the lot number. Additional information was requested and received (B)(4).